Event description:
A study indicated that a (B)(6) year old male underwent evar of the aorta on (B)(6) 2013. The patient's anatomy indicated that he had mild left and right occlusive disease. Mild left and right calcification, and moderate left iliac tortuosity (no tortuosity on the right iliac). The physician placed one flex main body and two spiral z iliac leg grafts. The patient had external compression of the left iliac leg which was treated with angioplasty but was still present at the conclusion of the procedure. All devices were patent however. At follow-up, 32 days post-procedure, all devices were patent and there was no external compression. No additional information has been provided by the reporter.

Manufacturer narrative:
Event evaluation: still under investigation.